Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was reviewed and the lens was manufactured according to specification. There is no associated deviation or non-conformity report found in the mrr related to the complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu instructs to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Based on the mrr, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that there was a foreign material on the intraocular lens. The lens was not used as a result. Reportedly, there was no patient involvement.